Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead was x-rayed and found few wires broken and would cause the impedance issues. The cause of the issue is unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:(B)(6).

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.